Manufacturer narrative:
Insulin pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Unit received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was dropped and it cracked on the battery compartment and now it will not turn on. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.